Event description:
It was reported that the patient reports increase in seizures. She reports she thinks the vns is not working because she can not feel the magnet stimulation. However, when asked if she could feel the stimulation during the day or if she ever felt stimulation she said no. She later reported to the tc that she thinks her vns is working as she can feel stimulation now that she settled down. No additional information regarding the patient's increase in seizures has been received to date.

Event description:
Patient reported that she feels her vns is working fine now. However, no additional relevant information has been received to date.